Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. Unit had corroded keypad traces and motor home switch. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was unknown mg/dl. The customer stated there is a crack around the batteryside along the opening. The customer doesn't how the damaged occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.